Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected the lead may have been damaged during a previous unrelated procedure to be the cause of the event. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.